Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07386. Reportable based on completed device analysis of the related complaint on 10-july-2017. It was reported that the rotawire was kinked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and rotablator burr were selected for use. Upon unpacking, the rotawire was noted to be kinked. Another of the same rotawire was used to complete the procedure. However, device analysis of the related rotawire complaint revealed a missing solder.